Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission was triggered due to eri status. The patient presented to the clinic and the device could not be interrogated. Telemetry tests were performed successfully. The patient felt fine. A merlin.net session record showed the last unloaded battery voltage of 2.16576v. The physician was not able to interrogate the device at all, after exhausting all troubleshooting attempts. The device was explanted and replaced. There were no known issues, pre, during or post-generator change.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.